Event description:
Healthcare professional reported through regulatory agency "rupture with intracapsular silicone diffusion, stage 3 capsular contracture and the breast is hard and deformed, but no pain". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2a, d2b, d4, d.9, g4, h.3, h4, h.6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases, wear abrasion and non-penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported through regulatory agency "rupture with intracapsular silicone diffusion, stage 3 capsular contracture and the breast is hard and deformed, but no pain". This record is for the left side. Device was explanted and is unknown if it will be returned.